Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the image guide bundle had significant breakages, the acoustic lens was damaged, and the connecting tube was snaking. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the tube on the bronchofibervideoscope was not properly repaired since the distal part (where the transducer is located) was rotated, causing the ultrasound image to be rotated. The device was returned for evaluation. During the device evaluation, the foreign objects coming out of the distal end due to clogging of the balloon water tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to observed clogging of the balloon/water channel, foreign material was coming out the distal end. The foreign material could not be identified and a definitive root cause of the issues could not be determined, however, the issue was likely the result of user handling/mishandling and or insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: bf-uc190f cleaning and reprocessing manual . Olympus will continue to monitor field performance for this device.